Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a burning sensation over the ins site. The patient felt burning sensation after recharging the device. It was persistent for weeks and decreased as the charge level decreased. There were no known external factors that contributed to the event. Troubleshooting was performed, impedance measurement. No known issues. Pain coverage and device performance otherwise was not impacted. No interventions or actions were taken to resolve the event. The issue was not resolved at the time of this report. No surgical intervention occurred, but was planned. It was unknown if the surgical intervention had been scheduled. The patient was alive with no injury.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Event description:
Additional information was received from the hcp via the company representative reporting that the date of the event was since (B)(6) 2016. The cause of the burning sensation was not known. The burning sensation resolves spontaneously after the ins discharges. Surgical intervention was scheduled for (B)(6) 2017.